Event description:
It was reported that a signal loss occurred rarely between (B)(6) 2026 and (B)(6) 2026 performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).